Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a partial display. The customer¿blood glucose level was unknown. No further details were given. The device will not be returned for analysis.

Manufacturer narrative:
The information provided in brand name, product code, common device name model number and catalog number were incorrect with the initial report. The correct information has been provided with this report.